Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly as the seal remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal, and anchor tab were located inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).